Event description:
Drive devilbiss healthcare received notice about this claim from enduser's wife, involving a mattress, a product distributed by drive devilbiss healthcare. While the enduser was in bed, his arm allegedly slipped into the gully between the mattress and bolster during the rotation period, causing him to injure his arm. The skin on his arm had peeled off and he was bleeding. Enduser's wife will not be returning the mattress because she wants to continue using it. This report is based on the information that was provided by enduser's wife.